Event description:
The customer reported via phone call experiencing low blood glucose levels. She also reported experiencing sensor anomalies. She reported blood at the sensor insertion site but declined troubleshooting for the issue. The customer's blood glucose was 40 mg/dl, which dropped to 35 mg/dl. She treated with glucose tablets and raised her blood glucose to 115 mg/dl about 20 to 30 minutes thereafter. She also mentioned having had high blood glucose of 390 mg/dl previously, although she did not provide any further details regard the high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.